Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.